Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. (B)(6). Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: review of complaint record database event description and all available information was completed, and lot number 6012759 was provided. Complaint was classified as reportable under malfunction code insertion site egress trace moisture / superficial wetness. A query was run in the electronic quality management system (eqms) on 15-jun-2026 against lot number 6012759 and similar malfunction code. A total of 7 records (B)(4) were identified for this lot including similar related issues, which triggered a CAPA determination. A nc/CAPA query search was run in the eqms system performed on 15-jun-2026 against lot/batch number 6012759. No records were found. Batch record review: sub assembly batch record with lot 5c05700 and 5c05701 for the main batch record with lot 6012759 were reviewed. Review of the sub-assembly documentation showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. CAPA determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the infusion set leaks on (B)(6) 2025 which lead to high blood glucose.